Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing during a prostate procedure. The joule count on the fiber at the time of this event was not reported. The procedure was completed with another fiber. No patient or end user injury was reported. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00261).

Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.